Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not functional and offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) identified that the device had no power and would not reboot. After troubleshooting, the fse found that the new power supply was faulty. The fse replaced the power supply, rebooted the station, tested in hardware test application, and the customer recovered the drawer. Then, the fse completed the proactive inspection process on the device and tested all drawers, barcode scanner, keyboard, and printer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.